Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) reached end of life (eol) with exhibited abnormal/unexpected battery depletion. The device was explanted and replaced. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.